Event description:
A home pt's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the home pt's homechoice meachine during drain 2/4 of their automated peritoneal dialysis therapy. Reportedly, the hp disconnected their transfer set from the pt line of the homechoice set during a dwell phase, but did not make it back in time for the following drain cycle. When the hp returned, the machine was alarming. In an endeavor to clear the alram they reconnected themselves to the setup. Baxter's technical service center assisted the home pt's spouse in ending therapy early. No pt injury or medical intervention was associated with this incident, per the home pt.